Event description:
Loose fitting yellow valve and loss of suction and water entered tubing. The result was no suction. Ineffective pumping can lead to problems with engorgement and compromised milk production.